Manufacturer narrative:
The event product was returned to applied medical for evaluation. Engineering was able to confirm the customer's experience of syringe tip breakage. The root cause of the event is likely torque to one side while in the check valve. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
"This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Procedure: unknown. The tip of the accessory syringe fractured when inflating the balloon after insertion. The customer is a skillful user of c0r47. The event unit was returned to olympus and visually inspected. The syringe tip was fractured and the fragment was stuck in the balloon inflation port. The unit will be returned to amr for further evaluation. Admin#: (B)(4)." Patient status: "no patient injury."